Event description:
Report received of an underdelivery. The device was returned to the biomedical engineering department without a specific complaint. During biomedical engineering testing, the device was reported to underdeliver. There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.